Event description:
During an in-clinic follow-up, the device was unable to be interrogated and did not elicit a magnet response. In addition, previous episodes of noise resulting in oversensing were observed on the device. The patient was hospitalized in anticipation for device exchange. At a later date, the device was able to be interrogated and responded to magnet normally, however, once interrogation was completed the device inappropriately changed pacing parameter as if it were exposed to a magnet. The physician elected not to explant at this time and programmed the magnet response off. The patient was in stable condition.

Event description:
Additional information received indicated premature battery depletion was suspected to be the cause of the event. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of premature battery depletion, no magnet response, inappropriate magnet response, and sensing noise were confirmed. The device was received with telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal level. Feedt hrough leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and results indicated elevated current drain, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.